Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("several physical complaints developed"). The patient was treated with surgery (xenobiotic material removed). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered medical device removal and adverse event to be related to essure. The reporter commented: around (B)(6) 2012 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 17-jan-2018 for the following meddra pt: medical device removal: the analysis revealed 740 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.